Event description:
Pt was using 507 minimed insulin infusion pump. Pump failed, ie; no insulin delivery "blank screen". Humalog was used in the pump. Pt died from hyperosmalar diabetic coma (approx 8 hours).